Event description:
Additional information was received on feb 13, 2015 reporting no patient harm occurred during the revision surgery.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the primary surgery for hto took place on (B)(6) 2014; however, the surgeon only used 3 screws because the plate did not match the form of the patient¿s bone. The patient started its rehabilitation with full weight bearing after a week of convalescence. On (B)(6) 2014, the patient was discharged from the hospital. The surgeon confirmed the breakage of the plate on the x-ray on 4 (B)(6) 2014. Consequently, the patient underwent surgery to replace the broken plate with a new one on (B)(6) 2014, and was discharged from the hospital on (B)(6)2015. An image reading was performed by a medical director at depuy synthes. He stated¿ the plate is broken as described in the complaint narrative". This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of postoperative break is unknown, but occurred between (B)(6) 2014 and (B)(6) 2014. Manufacturing evaluation: based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads. Constant load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload resulting in device breakage. A failure resulting from either a material defect or manufacturing process can be excluded. A review of the device history records showed no deviation to the specifications during manufacturing. The device was exposed to parameters outside of the approved range. No indication for material or design related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.